Event description:
A discordant, falsely low free light chains, type kappa (flc kappa) result was obtained on a patient sample on a bn ii system. The discordant result was not reported to the physician(s). Nine days later the same sample was repeated for flc kappa on the same system, recovering higher. The higher result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low flc kappa result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. The discordant result was obtained after a siemens customer service engineer (cse) decontaminated the bn ii system with ethanol. A cse revisit is scheduled to check the reagent and sample probe function, temperatures, and to check and replace the 2/3 valves on the syringes if necessary. Siemens is investigating the issue.

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2022-00022 on 24-may-2022. Additional information (14-jun-2022): the instrument data provided by the customer did not include data from the affected samples. Further data was requested but was not provided. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the system vacuum pump during the service visit. After the service visit, the system was returned to normal operation. The cause of the event is unknown. The system is performing according to specifications. No further evaluation of this device is required.